Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and then to a 16f. The interventional procedure was completed. The pre-placed proglide sutures were advanced to the vessel wall and tightened (worked as intended), however complete hemostasis was not achieved so a third proglide suture was added to successfully achieve hemostasis. Reportedly post procedure, an angiogram of the access site was done from the left access and an occlusion was noted on the rfa. Ballooning was done several times with long inflations to successfully regain blood flow. There was no adverse patient effects. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the reported information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (IFU), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.